Manufacturer narrative:
Catheter.

Event description:
The patient had redness, swelling, drainage, pain, and wound dehiscence. The patient did not have meningitis or experience drug withdrawal. The primary location of the infection was the catheter track and lumbar region; cultures were not obtained. The patient was given perioperative antibiotics and oral antibiotics. The catheter was explanted. The infection resolved. The device system was used to deliver morphine.